Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd phaseal¿ protector p50j has been found experiencing two occurrences of containing foreign matter after use. The following has been provided by the initial reporter: coring occurred.

Manufacturer narrative:
H.6. Investigation summary: four samples were provided to our quality team for investigation. All product was inspected and a grey particle was observed in one of the two vials received. The particle is consistent with the rubber stopper of the vial, verifying the reported failure. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activation's. As a lot number was unavailable for this incident, a device history record review could not be completed. Based on the available we are not able to identify a definitive root cause at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
It has been reported that the bd phaseal¿ protector p50j has been found experiencing two occurrences of containing foreign matter after use. The following has been provided by the initial reporter: coring occurred.